Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported today (B)(6), the patient underwent intravenous chemotherapy. At 12:30 pm, the assigned nurse brought supplies to the patient's bedside, disinfected and inserted the needle according to procedure. The single-use implantable drug delivery device catheter was pre-flushed with saline prior to insertion. No abnormalities were observed, and the catheter was inserted. Following insertion, routine backflushing was performed. A single drop of blood was observed leaking from the 90-degree connector (where the needle meets the plastic housing). Subsequent saline flushing resulted in significant leakage from the connector. This was considered a quality issue with the catheter consumable. The catheter was removed and replaced with a new one.